Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The device was evaluated by zoll- approved business provider. The customer's report was observed during initial testing; the depleted batteries were replaced. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing using test batteries, which included bench handling, performing battery installation testing, power cycling, on/off current testing, and functional stress testing without duplicating the customer's report. The customer's batteries were not returned for evaluation. The customer was sent a replacement device. No trend is associated with reports of this type.